Manufacturer narrative:
Results:bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined. Bd has initiated CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the needle sleeve of bd vacutainer® eclipse¿ blood collection needle pulled out and did not recover to the normal position. The needle is not covered and there's blood leakage inside the holder. No blood exposure to mucous membrane. No medical intervention or injury reported.